Event description:
It was reported by service report that the head end lift did not operate properly, it would stop at different heights and was unable to be lowered to the lowest position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head end potentiometer lost its limits.